Event description:
The patient underwent a partial liver resection due to metastatic colon cancer. During the procedure, the attending physician noted smoke and a small spark from the bovie tip. The pencil/tip and the electrosurgical unit were removed, and replacements were obtained. The tip sparked again later in the procedure and the tip was replaced.